Event description:
Caller reported damage to pump housing surrounding usb port, impacting the ability to charge the pump, though the pump has not shut down due to the issue. The caller declined to provide information about blood glucose levels, so there was no reported impact to the customer¿s blood glucose level. Tandem technical support confirmed the decision to replace the pump, instructed the caller to continue using the current pump, and guided the caller on how to put the pump into storage mode before returning it with a pre-paid label within 10 days. The caller acknowledged and understood all instructions.